Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type lead; product ID: 39565-65, serial/lot #: (B)(4), ubd: (B)(4) 2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the tail of the lead in the 0-7 header could not be removed after loosening the setscrew. The representative stated that there was some gunk in the middle of the lead to which the stuck issue was attributed. The lead was removed, but then could not be reinserted into the new implant and a new lead was placed as a result. The indication for use was rsd/causalgia-complex regional pain syndrome. No patient symptoms reported.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type: lead; product ID: neu_siliconeanchor, serial# unknown, product type: accessory; product ID: neu_siliconeanchor, serial# unknown, product type: accessory. Analysis of the ins ((B)(4)) found a reduced capacity due to overdischarge. Analysis of the lead ((B)(4)) found the proximal end of the insulation was consistent with metal ion oxidation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type lead; product ID neu_siliconeanchor, serial# unknown, product type accessory; product ID neu_siliconeanchor, serial# unknown, product type accessory. Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the lead issue resolved with the placement of the new lead. No further complications were reported.